Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center experienced error code e226 communication malfunction and the screen becomes noised upon startup and the tissue cannot be observed. The issue occurred during service maintenance. There were no reports of patient involvement.